Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip and scratched display window.

Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was over 600 mg/dl. Caller stated that the customer was unresponsive and the insulin pump was not working correctly. Nothing further was reported.